Event description:
It was reported that three inappropriate shocks were delivered within thirty days after implant due to myopotential signal oversensing involving this device. Oversensing was seen in the primary and secondary vector, as well as low signal amplitudes in all three vectors. A review of the data by technical services (ts) noted that after implant the device was programmed to the secondary sensing vector and four episodes were recorded, while in september 2020 the sensing vector was reprogrammed to the primary vector, and another inappropriate shock was delivered. Ts discussed recommendations and troubleshooting steps. Ts discussed to evaluate the system position and possibly performing a new screening to evaluate if system reposition might be an option. At this time the device remains implanted. No adverse patient effects were reported. Subsequently, this device system was explanted due to further inappropriate shock therapy. It was additionally reported that during the revision to a transvenous device system, the electrode could be easily pulled from the device header in absence of setscrew retraction. Both products are expected to be returned for laboratory analysis. No resulting adverse effects during the revision procedure.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. The electrode did not pass testing due to a high voltage conductor that was pulled apart at the distal weld consistent with explant damage. X-ray of the electrode body found the shock coil was stretched at the proximal end as a result of the noted explant damage. Microscopic inspection of the terminal pin assembly noted a setscrew mark in the correct location. Laboratory analysis could not confirm the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that three inappropriate shocks were delivered within thirty days after implant due to myopotential signal oversensing involving this device. Oversensing was seen in the primary and secondary vector, as well as low signal amplitudes in all three vectors. A review of the data by technical services (ts) noted that after implant the device was programmed to the secondary sensing vector and four episodes were recorded, while in (B)(6) 2020 the sensing vector was reprogrammed to the primary vector, and another inappropriate shock was delivered. Ts discussed recommendations and troubleshooting steps. Ts discussed to evaluate the system position and possibly performing a new screening to evaluate if system reposition might be an option. At this time the device remains implanted. No adverse patient effects were reported. Subsequently, this device system was explanted due to further inappropriate shock therapy. It was additionally reported that during the revision to a transvenous device system, the electrode could be easily pulled from the device header in absence of set screw retraction. Both products are expected to be returned for laboratory analysis. No resulting adverse effects during the revision procedure.